Event description:
(B)(4) the dealer reported that the 9xdt heavy duty mechanical wheelchair crossbrace link was broken, and the user sustained a minor cut on the allegedly exposed sharp edge, from the index finger towards the hand. No medical attention was sought, and should we receive it, this file will be reviewed, and a supplemental report will be submitted.